Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), vaginal discharge ("vaginal discharge"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), fungal infection ("rashes or skin conditions type: fungal infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), arthralgia ("autoimmune disorder type of disorder: joint pain"), migraine ("migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight decreased ("weight loss") and uterine leiomyoma ("other injury specify: fibroids"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, female sexual dysfunction, vulvovaginal pain, vaginal infection, vaginal discharge, cystitis, urinary tract infection, fungal infection, bladder disorder, urinary tract disorder, arthralgia, migraine, fatigue, weight decreased, alopecia and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, bladder disorder, cystitis, dyspareunia, fatigue, female sexual dysfunction, fungal infection, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-sep-2019: initial & follow up process together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.